Event description:
The customer reported that the system had a charger failure and filament regulator error messages. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.